Manufacturer narrative:
The device was received for evaluation. A review of the event history log revealed multiple occurrences of door latch open failure (system error 21510). During functional testing, the door opened/closed with difficulty and not as intended. The case halves were taken apart and a sticky substance was found inside mechanism. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a sticky substance inside mechanism. The lvp mechanism would be replaced to resolve the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a door open error during power up in the biomed service department. There was no patient involvement. No additional information is available.